Manufacturer narrative:
Concomitant products: product ID 748951, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 7495-51, serial # (B)(4), implanted: (B)(6) 1996, product type extension; product ID 3487a-33, lot # v015250, implanted: (B)(6) 2007, product type lead; product ID 3487a-33, lot # v013306, implanted: (B)(6) 2007, product type lead. (B)(4).

Event description:
The patient reported that they had a replacement because the device did not reach the feet and only lasted for 5 years. The patient's relevant medical history includes other chronic/intractable pain (trunk/limbs).